Event description:
Per the clinic, the patient underwent a revision surgery (date and details of surgery were not reported) to place a longer abutment on the fixture.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery to remove additional soft tissue (B)(6) 2012. The implanted device remains. This report is filed (B)(4) 2013.